Event description:
During evaluation of a returned spectrum infusion pump, the device experienced a keypad delay. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the processor board. The processor printed circuit board will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.